Event description:
Customer called stating that their meter is reporting low results. Their meter reported a result of 4.4, so they took some glucose pills and ate and drank to get their glucose up. When the paramedics arrived they received a reading of 133 mg/dl. They then retested on their meter and received results of 53, 47 and 44. They were taken to hospital and treated because they had ingested so much glucose. An evalueation of the meter was done over the phone, showing that it was reporting results in mmol/l. Customer was intructed on how to set the meter to the correct units. Customer satisfied with results and invited to call 24/7.